Event description:
It was reported during the manipulation of the devices the posterior communicating artery ruptured. Protamine was given, dose was not disclosed, to reverse the anti-coagulation in response to the rupture and the patient suffered an intracranial hemorrhage. The patient was reported to be "not doing well" immediately after the event and no other information was provided as to the current condition of the patient.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications. The device was returned with the guidewire used in the procedure. Inspection of the microdelivery catheter noted that it was slightly compressed 6cm from the distal end. Inspection of the stabilizer noted that it was bent on its proximal shaft. The stent was in the microdelivery catheter with the stabilizer butted up against its proximal end, it was deployed on the table and no anomalies were noted. No anomalies were noted to the device that could have caused or contributed to the reported vessel rupture and intracranial hemorrhage. Vessel rupture and hemorrhage are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported during the manipulation of the devices the posterior communicating artery ruptured. Protamine was given, dose was not disclosed, to reverse the anti-coagulation in response to the rupture and the patient suffered an intracranial hemorrhage. The patient was reported to be "not doing well" immediately after the event and no other information was provided as to the current condition of the patient.